Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 300cc mentor memorygel breast implant and experienced postoperative right-sided grade iii/IV capsular contracture. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo removal without replacement on (B)(6) 2020. Her physician is planning to test the fluid after the explantation surgery. If additional information is received in the future, a supplemental report will be submitted.